Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, during the ablation phase, a fluid loss alarm was noted but no fluid leak was observed. Shortly after resuming the procedure, a second fluid loss alarm occurred and the physician observed fluid leaking from the cervix. The physician immediately terminated the procedure. Silvadene cream was applied to the posterior wall of the vagina. On a follow up examination, it was found that a 1 x 1 cm burn on the posterior vaginal wall had been sustained. The physician classified the burn as second degree. Treatment included silvadene cream but no pain medication or antibiotics were necessary or prescribed. The patient displayed no symptomatology on follow up. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 regarding the patient's condition. A physician covering for dr (B)(6), while she was on maternity leave, reported the sustained burns were almost completely healed. The burns were verified as being first degree. The patient has continued to use silvadene cream as prescribed but no further treatment was administered. The doctor has no concerns regarding the patient's condition and expects a full recovery.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, during the ablation phase, a fluid loss alarm was noted but no fluid leak was observed. Shortly after resuming the procedure, a second fluid loss alarm occurred and the physician observed fluid leaking from the cervix. The physician immediately terminated the procedure. Silvadene cream was applied to the posterior wall of the vagina. On a follow up examination, it was found that a 1 x 1 cm burn on the posterior vaginal wall had been sustained. The physician classified the burn as second degree. Treatment included silvadene cream but no pain medication or antibiotics were necessary or prescribed. The patient displayed no symptomatology on follow up. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.